Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was 30 mm in diameter, 15 mm long, and angulated 30 degrees, and there was some angulation of the aneurysm. The right common iliac artery was 11 mm in diameter and calcified, and the left common iliac artery was 9.5 mm in diameter, tortuous, and calcified. It was reported that during the implant, the unsupported stent section of the talent bifurcated stent graft became kinked, which resulted in decreased blood flow into the right iliac limb/ipsilateral side of the graft. The limbs of the bifurcated stent graft were not crossed. The patient's anatomy and positioning of the device with a posterior-to-lateral right gate deployment reportedly contributed to the kinking. The physician elected to implant a self-expanding stent from another manufacturer to ensure patency, which successfully resolved the kinking. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation codes, results: conclusion: angulation of the aortic neck and aneurysm.